Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2010 that revealed an out of spec analysis. As there is new information, this event no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: the full lead in segments was returned and analyzed. Outer insulation breached depression; proximal conductor blood/body fluid (not obstructed); outer insulation breached cut; outer insulation had white substance and cosmetic depression; blood in/on helix/lobe mechanism.

Event description:
Infection was reported. The lead was removed, analyzed and subsequently tested out of specification. No further patient complications were reported.